Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used during a stent placement procedure performed on an unknown date. According to the complainant, the physician began deploying the ultraflex¿ tracheobronchial stent but the catheter bowed and the stent would not deploy any further. The ultraflex¿ tracheobronchial stent was removed from the patient partially deployed on the delivery system. There were no reported patient complications as a result of this event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system was returned for analysis. The device was received with the stent partially deployed. Visual evaluation found the shaft kinked and buckled at multiple places near the distal end of the device. Functional analysis found that the device shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The damages noted with the device during analysis are consistent with the application of excessive force and are most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used during a stent placement procedure performed on an unknown date. According to the complainant, the physician began deploying the ultraflex tracheobronchial stent but the catheter bowed and the stent would not deploy any further. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. There were no reported patient complications as a result of this event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.